Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device was used on the duodenum. After the first firing, the jaw could not be opened even though the doctor pushed the release button or pulled up the manual release lever. The jaw had been closed with clamping the tissue. Finally, the clamped tissue was pulled up forcibly from the closed jaw and the device was retrieved from the patient. There were no adverse consequences for the patient. (B)(4)

Event description:
During the procedure, the patient developed spasm around initial stent which caused dissection to distal edge of stent requiring additional stenting. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the mid right coronary artery (rca). The reason for the intervention was stable angina pectoris. The lesion was de novo. The length of the lesion was 13mm. The rate of stenosis was 70%. There was no thrombus present at the delivery site. The lesion was not pre-dilated. A cypher (cxs13300/ lot 15076317) stent placed in the lesion and deployed at 20 atmospheres (atms). Because the stent was under-expanded, the physician post-dilated the stent with a dura star 3.0x10 taken to 24atms for 11 seconds. During the procedure, the patient developed spasm around the stent which caused dissection at the distal edge of the stent requiring additional stenting. Two additional stents were placed overlapping, with good results. Twenty-one days after the index procedure, the patient experienced atypical chest pain. Subject underwent stress testing showing no changes. Cardiac enzymes were negative. An angiogram was not performed to check the patency of the stents. The patient was discharged two days later and is reportedly doing well.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Knife. The ec60 device was returned with the closing trigger and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. However, the cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.